Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with transmitter connector broken and missing. Also cannula broken too. 1 remaining sensor performed bbs solution test per dop114-830 and sensor failed per spec. No isig readings detected. Cheched lab transmitter for proper use and operation using tool t7706 and transmitter passed per specification.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error and change sensor. Customer's blood glucose was 175 mg/dl. The customer received 3 calibration error. It was explained to the customer that the alert may be caused by rapid increase/decrease in blood glucose value and 2 consecutive calibrations error may lead to change sensor alert. The customer was advised to change sensor. The customer reported via phone call that the insulin pump alarm bad sensor alert. Customer's blood glucose was 175 mg/dl. The bad sensor alert occurred after a 2nd consecutive calibration error. The customer was advised and discussed timing of calibrations leading to alert and calibration protocol. The customer was advised to removed and change out the sensor.